Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted and motor passed motor test. Unit had minor scratched display window and cracked case near display window corners. The drive support disk was inspected and no anomaly was noted. No alarm on alarm history screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of motor error alarms on the customer's insulin pump. The customer's blood glucose level at the time of incident was unknown. The mother states the customer's levels had gone over 500mg/dl. The mother states they had not corrected for the high yet. The mother states the pump over delivered. Troubleshoot was conducted. The mother was advised the pump would be replaced and returned for analysis.